Manufacturer narrative:
The device history record (DHR) for lot 2510507964 was reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.

Manufacturer narrative:
The device history record (DHR) for lot 2510507964 was reviewed and no anomalies related to the reported issue were observed. Two devices were received for evaluation, and the reported condition was not observed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Event description:
The customer reported that they have a curve and damage in the upper part, preventing them from functioning correctly. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.